Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported over sensing episodes could not be conclusively determined. (B)(4).

Event description:
During procedure, automatic mode sensing episodes and over-sensing was noted. The device was reprogrammed to resolve the issue. The patient is doing well.